Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at 972 mcg/ml) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had a return of spasticity in their lower limbs. There was no environmental/external/patient factors that may have led to or contributed to the issue reported. A catheter dye study was performed, on (B)(6) 2021, and the hcp was unable to aspirate from the catheter access port. Injection of dye was attempted through the cap but there was too much pressure to inject. There were dose increased over time with no change in symptoms. The actual versus residual volume matched at the last refill. It was noted the event was not resolved and surgical intervention was planned.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 12-feb-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.